Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical devices: 5024m-58 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the patient's device system was explanted due to an infection. The right atrial (ra) lead and right ventricular (rv) lead subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.